Manufacturer narrative:
(B)(4). A batch review will be performed for potentially associated lot numbers h13j08057 and h13k27089. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The patient was treated with unspecified antibiotics for the event. The patient was later discharged from the hospital and reported to have recovered from the peritonitis. No additional information is available at this time. This is report 1 of 3 involved in this event.